Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for evaluation. An event history log review was performed and identified a check supply line alarm. The reported condition of an unknown alarm was verified as a check supply line alarm. A visual inspection was performed with no issues noted. Full functional testing, electrical safety testing, and calibration were performed with no defects noted. A short simulated therapy was successfully performed using the device. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified alarm occurred on the homechoice machine (no details provided). There was patient involvement but no patient injury or medical intervention indicated at the time of the report. No additional information is available.